Event description:
Pt was being fed using a pump. Reporter stated the pump overdelivered on 2 occasions: during the first event, the pump delivered 500 ml 45 minutes early; during the second, the pump delivered 1 liter in 8 hours and 20 minutes, instead of the expected 10 hours. There was no illness, injury or medical intervention resulting from either event. One pt involved. Note: the event date given above is approximate.